Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned component found that the provisional has fractured extending from anterior to posterior in the middle of the instrument. Multiple gouges and dents were noted which indicate multiple uses. The part has a potential field life of about 3 years and 11 months with an unknown frequency of use. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Per the package insert, end of life is normally determined by wear and damage due to use. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, as the provisionals were being removed, the tibial articular surface provisional fractured. No adverse events were reported as a result of this malfunction.